Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 6 devices were received for evaluation, 6 events were confirmed during testing, 6 devices were found to be affected by corrosion of internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device had run-on; 5 reported events had no patient involvement; no patient impact, 1 reported event had patient involvement; no patient impact.